Event description:
It was reported, there was a volume discrepancy at the prior refill. The exact date of the refill was not known at the time of report. It was noted that the pump was going to be replaced on 2014 (B)(6) since it was close to end of service (eos). No alarm was reported. The pump was used to infuse an unknown type of drug. No outcome or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, lot# n173392009, implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
It was unknown what the exact type of drug was contained in the pump at the time of the event, but the therapy was indicated as intrathecal baclofen. Further follow-up is being conducted to determine the specific type of baclofen contained in the pump at the time of event.